Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a procedure, the physician attempted to remove the two lead tails and only one came loose from the spectra ipg. The lead tail was completely fractured and broke off inside the spectra battery port after several attempts of the physician to loosen the set screw with hex wrench. The physician continued to cut off the broken tail and inserted the intact tail to the new alpha ipg and closed the pocket. The rep was able to achieve great paresthesia coverage postoperatively.